Event description:
On (B)(6) 2010, the pt underwent the bha surgery with the system one bipolar. On (B)(6) 2010, the bipolar cup came off from the v40 head when the pt dislocated her hip. At this time, the v40 head was locking with the stem. Afterwards, on (B)(6) 2010, the pt underwent the revision surgery using the brand new bipolar head. The surgeon requested the investigation of the removed bipolar head.

Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation. This product is not clear for sale in the u.s, but there is a similar product which is clear for sale in the u.s.